Event description:
(B)(4). I have developed degenerative disc disease, I have had numerous infections, I have developed joint pain, migraines, hair loss, depression, anxiety, severe fatigue, and very severe endometriosis.